Manufacturer narrative:
Patient has already disposed of the original test strips and no longer had them to return for inspection and also could not provide lot number or use by date for them. There is no indication of any product malfunction which caused or contributed to the reported event as described in this case. The customer did not return any complaint reagent for direct investigation. The lot number and use by date is unknown; therefore, customer's allegation could not be investigated. This case is set to not verified. Device was discarded.

Event description:
Customer reportedly received the following results on the aviva combo system within 10 minutes: 66 mg/dl and 195 mg/dl. No death or serious injury reported. Customer discarded test strips. Product was replaced and requested return of the meter for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Manufacturer narrative:
The batteries returned to the iu with the meter were tested on the multi-battery tester zts and noted to be: #1 - 60 % capacity, #2 - 60 % capacity, #3 - 40 % capacity. Due to the capacity of the returned batteries iu tested returned meter with (100%) retention batteries. Low batteries capacity is known to cause or contribute to the customer's allegation of bluetooth communication problems. Iu observed that the meter powered on when acceptable batteries inserted into the meter. Iu observed that the meter powered on in time and date set-up mode. Time and date were set to current time and date on investigator's pc and testing was completed. Iu observed that the meter paired with pump correctly. Iu was able to connect meter to pump using bluetooth communication. Pump and meter communication is acceptable. Iu powered meter on and off consistently with on/off button, no defects were observed with on/off button. Iu observed that the meter powers on when a test strip is inserted into the strip guide, no defects were observed. Iu observed that the meter powered on with on/off button, arrow buttons and strip insertion. Dose was detected, measurement cycle completed and acceptable results displayed; neither erratic readings nor power problems were observed. Iu manually review the meter's memory for the values indicated in case by customer, were not observed in meter's memory. Meter was allowed to sit with retention batteries for 24 hours. Meter battery drainage was tested on fluke 87v multimeter. Meter is consuming acceptable voltage. Iu observed the meter does produce a bolus reaction with the retention pump and the bolus was confirmed to be delivered by the pump. The iu then performed a manual calculation of the bolus advice using the bg value generated above and verified the two bolus recommendations were identical. This verifies that the bolus calculator works as intended. Due to the lack of information provided by the customer regarding the allegation of incorrect bolus no further assessment/statement can be made. Iu was able to review the meter's memory and observed that the bg and bolus advice values were stored in meter's memory correctly. This result is marked with the standard bolus dark blue icon; which indicates that a standard bolus was confirmed to have been delivered by the pump. The meter is communicating with the retention pump during the bolus transfer correctly. All testing produced acceptable results, no malfunction was observed with returned meter. The customer's allegations of questionable results, bluetooth communication problems, power problems, and incorrect bolus were not observed during the investigation of the returned product. The returned batteries were confirmed for low capacity which is known to cause or contribute to the customer's allegation of bluetooth communication problems. This case is set to not verified use/user error based on the iu's investigation of the customer's allegation.

Event description:
Customer reportedly received the following results on the aviva combo system within 10 minutes: 66 mg/dl and 195 mg/dl. No death or serious injury reported. Customer discarded test strips. Strips will not be returned; replacement was sent.